Manufacturer narrative:
Follow up 001 ref natus complaint#(B)(4). A completed questionnaire was returned by the customer. It was confirmed 3 needles from the same lot number are available for evaluation. Awaiting return of these needles to the (B)(6) facility.

Event description:
Part 9013s0012 dantec dcn disp needle electrode - doctors have found that the emg needles are not sharp enough and are too rough. This leads to emg examinations that are more difficult to perform and therefore more pain for patients.. No injuries reported.

Manufacturer narrative:
Ref natus complaint# (B)(4). The customer noted the following: clinical consequences observed: additional costs associated with more frequent cable changes. Examinations that are difficult to perform for doctors and painful for patients. Precautionary measures and actions taken: changing the needle to do the emg test. The affected emg needles were not preserved. A questionnaire has being sent to the customer and returns are requested for investigation. Risk review: per doc-(B)(4) rev o risk analysis spreadsheet- dantec dcn hazard ID 6.3 cause - needles should be sharp. Needle may become blunted / hooked/ needles losing their sharpness effect (harm)- patient discomfort during procedure may increase. Residual risk - moderate. Further investigation to be carried out.

Event description:
Part 9013s0012 dantec dcn disp needle electrode - doctors have found that the emg needles are not sharp enough and are too rough. This leads to emg examinations that are more difficult to perform and therefore more pain for patients. No injuries reported.

Manufacturer narrative:
Follow up 002 ref natus complaint#(B)(4). Update to section d4 expiration date. Update to section h4 manufacturer date. Review of device history record: work order (B)(4). Does not show any anomalies for the complaint. No unusual scrap noted on any operation step and batch had a 98.52% yield. Product examination: upon review of the returned product, the product was compared against visual aid doc- (B)(4). - no failures noted for blunt tips. From this investigation, the device history record review did not show any anomalies for the complaint including a review of all applicable measurements, the defect was not present on the returned product and no complaints for this issue have been received in the 12-month period. No corrective or preventive action required.

Event description:
Part 9013s0012 dantec dcn disp needle electrode - doctors have found that the emg needles are not sharp enough and are too rough. This leads to emg examinations that are more difficult to perform and therefore more pain for patients.. No injuries reported.